Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported a leak from the dimension exl 200 integrated chemistry system's pump panel door. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, found liquid on top of the chemical wash and water reservoir, primed the system, ran waste pump and did not find any leaks. The cse suspected an overflow from the sample drain was due to a minor blockage, which was cleared during the next washing cycle. The operator was not wearing the gloves at the time of the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a leak from the dimension exl 200 integrated chemistry system's pump panel door. The customer stated that the leak was from the sample drain which overflowed to the floor. The customer had placed a mat in front of the instrument. The operator picked it up without gloves and exposed to the potentially biohazardous liquid. The operator immediately washed her hands and did not seek any medical attention. There was no injury reported. There are no known reports of adverse health consequences due to this event.